Event description:
The customer's mother initially called to report no delivery alarms. The mother also stated that the customer was hospitalized with high blood glucose levels over 700 mg/dl. The mother declined to troubleshoot. She only wanted the insulin pump replaced. Advised the mother that the insulin pump would be replaced. Advised the customer to discontinue using the insulin pump and revert to a back-up plan until replacement insulin pump arrives.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.